Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the precision xtra meter and precision strips were reviewed and the dhrs showed the precision xtra meter and precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification and passed. A tripped trend review was completed for the reported complaint and precision xtra meter. No trips were observed. A tripped trend review was completed for the reported complaint and precision test strips. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving a reading on his adc blood glucose meter that was higher than he felt. The customer reported that on (B)(6) 2017 at 8:30 am, he ¿felt that his sugar was low¿, and performed a test with his adc meter with a result of 216 mg/dl. The customer subsequently experienced a loss of consciousness. Paramedics were called and tested the customer with their meter at 9:00 am with a result of 53 mg/dl. A test was also performed on the customer¿s adc meter at 9:00 am with a result of 191 mg/dl. The customer was assessed as having hypoglycemia, and paramedics provided him with a ¿glass of apple juice¿ as treatment, as the customer was unable to treat himself. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a reading on his adc blood glucose meter that was higher than he felt. The customer reported that on (B)(6) 2017 at 8:30 am, he ¿felt that his sugar was low¿, and performed a test with his adc meter with a result of 216 mg/dl. The customer subsequently experienced a loss of consciousness. Paramedics were called and tested the customer with their meter at 9:00 am with a result of 53 mg/dl. A test was also performed on the customer¿s adc meter at 9:00 am with a result of 191 mg/dl. The customer was assessed as having hypoglycemia, and paramedics provided him with a ¿glass of apple juice¿ as treatment, as the customer was unable to treat himself. There was no report of death or permanent injury associated with this event.